Event description:
It was reported that the fiber tip broke off during procedure. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that the fiber tip broke off during procedure. The procedure was completed with another fiber without patient complications.